Manufacturer narrative:
Section e1- postal code was added. The complaint investigation for falsely elevated architect stat high sensitive troponin-I result included a review of data and information of the article ¿an incidental finding in clinical biochemistry: a case of macrotroponin¿, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with list number 03p25 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. All in-date lots were reviewed, and data shows that the median patient results for all the lots in review are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot unknown was identified.

Event description:
A provided literature article by cardiero g. Et al, ¿an incidental finding in clinical biochemistry: a case of macrotroponin¿, biochimica clinica 46.3: s159. Biomedia. (Dec 30, 2022), documented falsely elevated architect stat high sensitive troponin-I result was generated on an architect i2000sr analyzer for a healthy few months old baby. The architect troponin result was 4313 pg/ml and the roche elecsys result was 0.041 ng/ml (higher than the 99th percentile <0.014 ng/ml). The sample was negative for heterophile antibodies and rheumatoid factor levels were <10.1 u/ml (reference value <20 u/ml). The patient serum was treated with peg precipitation which determined troponin macrocomplex to be the cause of the increased troponin level. No impact to patient management was reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6). This report is being filed on an international product, list number 3p25 (architect stat high sensitive troponin-I) and has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.